Event description:
It was reported on voluntary (B)(4) that a physician encountered difficulty focusing a selecta duet laser during an slt treatment. It was further reported that another md assumed control of the procedure and that the patient stated the light was very bright. Additionally, the physician stated they were confused about the selected mode of the laser.

Manufacturer narrative:
During an investigation of the reported event, lumenis contacted the initial reporter who informed lumenis that an adverse treatment outcome had occurred on the incident date reported in the voluntary medwatch. Despite reasonable attempts to obtain information including patient treatment record, a description of the adverse outcome, or treatment settings none were provided. Lumenis is unable to determine the severity of the event. A review of lumenis subject device service records found that the facility had requested a preventative maintenance examination of the subject device ten days after the incident occurred. A lumenis technical specialist examined the subject device concluding the device performed to manufacturer's specifications. No malfunction was reported or observed. Lumenis was not informed that an adverse event had occurred at that time. A review of subject device labeling found that the device clearly identifies the selected treatment mode to the device operator on the control module. Operator error: a failure to confirm the treatment mode of the subject device prior to treatment is determined to be the root cause of the event reported.